Event description:
It was reported the pt experienced a loss of stimulation sensation. The pt had recharged the device four days prior and could feel stimulation following recharging. The pt had an upcoming appointment with their hcp. Additional info indicated the pt was seen on (B)(6) 2010. The device was interrogated and an impedance test was performed. The impedance test showed all electrodes had out of range impedance readings (out of regulation results) and as a result paresthesia was not received. The problem was not able to be resolved. A device malfunction was suspected, but the diagnostic tests did not reveal the source of the malfunction. The option of system revision was discussed with the pt. The pt also has an intrathecal pump that is helping with some of the pain. Dictation notes indicated the pt was going to wait to see if he felt surgical revision was required.

Manufacturer narrative:
(B)(4).